Manufacturer narrative:
Boston scientific received additional information that this device was explanted and replaced approximately six months later. No further complaints were made against the device. The device was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Six months post-explant, the device was returned to boston scientific. Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. The device had not declared elective replacement time (ert) battery status before it was explanted. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. It was suspected the clinical observations were due to normal fluctuations in the longevity remaining calculations.

Manufacturer narrative:
Available information suggests the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a routine device follow-up, this pacemaker exhibited a significant difference in the battery status, per the gas gauge, in only six months. The battery status was still good, and the magnet rate was still 100 ppm, but at the september device check the remaining longevity was one year and the gas gauge was pointing near elective replacement time (ert). In march, the gas gauge was pointing closer to the 40% step. There was concern the device was depleting prematurely. No adverse patient effects were reported.